Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient called back reporting that they had the amount of stimulation reduced. Patient inquired about the relationship between reduced stimulation and battery percentage of the controller; agent reviewed information. Patient stated that everything is working good now.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) reported their stimulation was turned off and they couldn't recall how to turn it back on after they charged their implant yesterday night. Agent walked patient through turning stimulation on with top, white button. Patient noted they started charging their ins yesterday with the controller battery at 100%, but they only got the ins charged to 70% by the time the controller battery had depleted and prompted them to charge the controller. Agent reviewed that charge rate isn't 1:1; this is especially true if the ins started charging down very low (although agent was uncertain how low it was when the patient started - they were confusing when explaining the charge percentages). The pt called back in and stated that her ins keeps shutting off. Pt stated she keeps turning it back on using the white button on the top of the controller but then she will check it and it will show "stimulation off". The pt noted that both batteries are 100%. Pss reviewed the use of the on / off button. Pss walked pt through turning the ins on - pss instructed pt to not use the on / off button anymore today - pss will call pt back to verify that the ins is still on and the ins battery is decreasing. Pss made an outbound call to pt to verify that her ins is still on and the ins battery is decreasing. The pt stated that it is working like it should - her ins is on and the ins battery is going down and she was able to connect and charge it. Pt called back in repeating issue documented in this case. Pt stated the controller is showing stimulation is off has been an ongoing issue and the rep suggested a new charger (agent understood this as controller). Pt stated this happens when controller and implant are both at 100% then they have to "wait for it to go down". (Agent had a hard time understanding what the pt was explaining and why this issue was happening). Pt denied using the stim on/off button to turn stimulation off and denied letting the implant battery get too low. Pt stated they get "tingling" in their legs when "it" gets to 50%. Pt then stated they were not able to charge this morning because both batteries were at 100% (agent understood pt may have confusion of the external equipment and the battery percentages). Agent asked how long it takes from implant battery to go from 100% to 0%; pt stated 12 hours. Pt stated they count on this therapy and it has given them wonderful relief. Pt also mentioned that their language changed on the controller but was able to change back to english; pt stated they were picking up the controller to charge the implant when they noticed the language change. Agent reviewed a new controller will most likely not resolve the stimulation off issue and they will need to follow up with hcp if issue does not resolve. Agent sent email to mdt rep and sent email to repair to replace the controller.